Event description:
It was reported "the balloon cannot be fully inflated". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging tray. Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The stylet was noted reinserted within the iabc central lumen. The iabc bladder was noted reinserted within the original packaging tray. Upon further checking, the iabc bladder was located between the tray and packaging retention sleeve. The iabc bladder was carefully removed from the original packaging tray without any difficulty. Upon removal, the iabc bladder was fully unwrapped; no damage or abnormalities were noted. No blood was noted on the interior or the exterior surfaces of the returned sample. The sample was likely cleaned prior to the return the bladder thickness was measured at six points with measurements the one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The reported complaint that the "balloon cannot be fully inflated" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks/ alarms were noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "the balloon cannot be fully inflated". Additional information states the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".